Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the calcified and tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation failure. Interaction/manipulation of the device resulted in the noted device damages (multiple kinked/scratched outer member, multiple shaft bends, kinked inner member) likely contributing to the reported difficulties. Inadvertent mishandling during handling post procedure reportedly resulted in the noted outer member separation. The noted biological material on the stent over the tip likely is a result of interaction with the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a calcified and tortuous anterior tibial artery lesion. A 3x100mm xpert pro self-expanding stent system (ses) failed to deploy. Another xpert pro was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delays. No additional information was provided. Return device analysis noted biological matter on the stent. Per the physician, no patient injury was noted and no additional intervention was performed to treat patient injury. No additional information was provided.